Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, induction testing was attempted; however, ventricular fibrillation (vf) could not be induced despite multiple attempts. Following the unsuccessful induction attempts, vf therapy was deactivated. When the program button on the programmer was pressed, a red error message was displayed on the screen. At that time, the patient spontaneously developed ventricular fibrillation. The field representative immediately restarted the programmer; however, communication with the device was unavailable, and tachyarrhythmia therapy was deactivated. As a result, the patient required external defibrillation. Ventricular fibrillation was successfully terminated after the delivery of a third external shock at 200 joules. The physician elected not to perform additional testing. At this time, the device remains implanted. No additional adverse patient effects were reported.